Manufacturer narrative:
Correction h6 for delivery system medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the device was difficult to placed due to patient's cardiac structure with bulging in the septum. The device was placed and the device came off easily when pull and hold test was performed. Thresholds were noted to be high. The device was deployed and recaptured multiple times. It was observed that the device could not be drawn during the second recapture possibly due to getting caught in the chordae tendineae. Blood pressure was noted to be decreasing. During device recapture, an attempt was made to remove the device by pulling the tether, but the traction caused the tricuspid chordae tendineae to rupture and moderate tendonectomy was observed. The device was recaptured using a gooseneck, but the device retraction into the cup was inappropriate. Procedure time was prolonged due to the event. The device and the delivery system was attempted, not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.